Event description:
Procedure: urogynecological. According to the reporter: it was reported via medwatch report #(B)(4) that as a result of having the product implanted, the pt has vaginal bleeding and constant vaginal discharge. She consulted with a surgeon who did a visual examination and reported that the mesh had eroded through the vaginal wall. Part of the mesh has been excised with most of it left in the pt. Pt says she cannot take the mesh out completely as it is holding her uterus in place. Pt uses estrogen cream to treat symptoms.

Manufacturer narrative:
On (B)(4) 2012, pelvitex polypropylene mesh, catalog #486015, lot #p24023g3, (B)(6). (B)(4).